Event description:
Pt came back to surgery for kidney stone removal with laser. Laser tested pre-procedure in presence of surgeon and functioned properly during test. During procedure, physician fired laser and laser would not fire. Read-out on the machine "second control failure". Trouble shooting measures attempted without success. Physician utilized old stone removal equipment which added an add'l 2 hrs to the surgical procedure. Repair tech called on 7/02. Found laser was bad, ordered new laser head and upgrade to laser - filter & mirrors - planned as well. As of 7 days later, laser repair has not been completed as rptr is waiting for part. Sales rep states co is doing upgrades to correct these problems.